Event description:
Edwards received notification that a (B)(6) patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and nine (9) months due to degeneration leading to severe stenosis (mean gradient of 42mmhg). The patient presented with short of breath. An edwards transcatheter valve was implanted within the existing surgical device using the transfemoral approach with perfect result. The patient was noted as to be fine.

Manufacturer narrative:
The device is not accessible for evaluation as it remained implanted after the valve-in-valve procedure. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 76-y-o patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and nine (9) months due to degeneration leading to severe stenosis (mean gradient of 42mmhg). The patient presented with short of breath. An edwards transcatheter valve was implanted within the existing surgical device using the transfemoral approach with perfect result. The patient was noted as to be fine.